Event description:
The treads of the gamma small extraction rod are worn and are impossible to screw into the nail. The instrument has been used for a couple of years. This event did not cause an adverse consequence to the pt or a surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be user related.